Event description:
It was reported that the atrial lead had dislodged shortly after implant but the physician decided not to replace it. The patient presents several years later for routine device replacement. The atrial lead was not sensing at all and they were unable to obtain threshold even at highest output. An attempt was made to reposition lead without success. The helix worked well and retracted easily, but lead would not advance and physician decided to remove and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead 2006-(B)(6), e2dr01aa implantable pulse generator 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.